Manufacturer narrative:
H6 coding updated to better reflect previously reported information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2023, product type lead. Product ID 977a260, serial# (B)(6), mplanted:(B)(6) 2023, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 17-apr-2027, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(6), ubd: 11-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller mentioned that they went to see the manufacturing representative (rep) 2 weeks ago or so and they were told that 2 electrodes were broken and they got an appointment later this month with the surgeon to see if the device would need to be replaced. Caller also mentioned that the doctor put the implant up so high, almost like to his waist, and it was crazy. Emailed prs to update follow up doctor. Info regarding *controller issues* omitted, as included in (B)(4).